Event description:
It was reported that the lead integrity alert (lia) was triggered due to significant short interval counts (sic) in the setting of small r waves resulting from a potential lead fracture. The lead is scheduled to be revised/replaced momentarily, but currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).